Event description:
Drive devilbiss healthcare is the initial importer of the product which is a wheelchair. End-user disposed of the unit but provided some photos. The end-user reported that taped up the arms of the wheelchair when he noticed that the plastic on the arms split. He also noted the chair was not level. He continued to use the chair and had an incident. End-user reported that the chair spread apart and the wheels went out from under him as he tried to use the wheelchair. He fell and hit the dresser. He went to the urgent care and was diagnosed with broken ribs #4 & #5 on the left side.